Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had low blood glucose of less them 70 mg/dl due to her insulin pump over delivered. Customer stated that her insulin pump is malfunctioning, because she has been experiencing unexplained low blood glucose. Nothing further was reported.